Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis shutting down. The customer stated that this malfunction caused a delay to the patient care and happened while dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was going black due to the identified drawer error. A technical support specialist (tss) mentioned that the system had rebooted, this could be caused by a crash, loss of power, or the system becoming unresponsive. The tss rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.